Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the customer experienced high blood glucose of 599 and 459 mg/dl. It was stated that both times they removed the infusion set and found the needle was bent. Troubleshooting was declined. Both reservoirs used during the high blood glucose events would be replaced. The product will be returned for analysis.